Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 325 mg/dl. The customer indicated that the supplies on the pump would be changed. The customer was using apidra in the cartridge and stated that when the supplies were changed that humalog would be used instead of the apidra.